Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. No motion sensor test failure alarm was noted during testing. Unable to verify the motor position encoder error, excessive no delivery, or perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current measurements due to the constant motor error alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was unknown. It was also reported that insulin pump received a motion sensor test failure alarm and a motor position encoder error alarm. Insulin pump was exposed to magnetic field as customer works next to a two way radio. Customer was advised that insulin pump would need to be replaced.